Event description:
The customer reported approximately thirty (30) milliliters of green fluid leaked from the upper right side of the instrument onto the counter and a hissing noise involving the coulter lh 500 hematology analyzer. The customer stated proper personal protective equipment (ppe) was utilized during the event. The customer did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The customer has an exposure control/risk management plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) observed fluid leaked at pinch valve pv30 and replaced the tubes at pinch valve pv30. The fse cleaned the inside and outside of instrument and had on personal protective equipment (ppe). Service activity performed was verified to meet the specified requirements per established procedures. The unit conformed to the manufacturer's published performance specifications. (B)(4).